Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: sibia us, king pj. Minimum 5-year follow-up of articular surface replacement acetabular components used in total hip arthroplasty. Am j orthop (belle mead nj). 2018 jun;47(6). Doi: 10.12788/ajo.2018.0048. Pmid: 29979802. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sibia us, king pj. Minimum 5-year follow-up of articular surface replacement acetabular components used in total hip arthroplasty. Am j orthop (belle mead nj). 2018 jun;47(6). Doi: 10.12788/ajo.2018.0048. Pmid: 29979802. Objective and methods: the articular surface replacement xl (asr-xl) metal-on-metal tha was recalled due to a higher than expected early failure rate. The purpose of this article was to evaluate the survivorship of the device and variables that may be predictive of failure at a minimum of 5-year follow-up. A single-center, single-surgeon retrospective review was conducted for 32 implanted with the depuy synthes asr¿ xl acetabular hip system from december 2005 to november 2009. The thas included either a summit or trilock depuy femoral stem, though the actual number of each stem is unknown lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: asr xl (femoral, sleeve, cup), summit stem, trilock stem. Adverse event(s) and provided interventions associated with depuy devices: 20 unrevised constructs with elevated serum metal ions above 7 ppb. Revisions: 11 revisions to treat pain and 1 revision to treat pain and infection. The following are the intraoperative findings: 12 cases of elevated blood heavy metals above 7 ppb, 1 pseudotumor, 10 cases of loosened cups and femoral heads, 1 femoral head migration, 1 case of impingement captured as joint movement impairment, I revised patient received a pinnacle/summit construct which required an additional revision to an unknown tha to treat pain, metallosis, and extraskeletal ossification.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.